Event description:
Facility report stated that the needle and catheter broke and dislodged under skin in the pt's right upper arm.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyg0782 showed one other similar product complaint(s) from this lot number.